Event description:
The event occurred in india. Initially, it was reported that the ¿txrx error¿ occurred on the rotaflow console. New information has been provided by the ssu (sales and service unit) dated on 2024-09-16 that during the service by the getinge field service technician the error message ¿head error¿ occurred. No patient was involved as the ¿head error¿ occurred. No harm to any person has been reported. The reported ¿head error¿ could lead to a pump stop during use therefore a report is required. Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Manufacturer narrative:
The event occurred in india. Initially, it was reported that the ¿txrx error¿ occurred on the rotaflow console. New information has been provided by the ssu (sales and service unit) dated on 2024-09-16 that during the service by the getinge field service technician the error message ¿head error¿ occurred. No patient was involved as the ¿head error¿ occurred. No harm to any person has been reported. The reported ¿head error¿ could lead to a pump stop during use therefore a report is required. A getinge field service technician investigated the affected rotaflow console (rfc) with s/n (B)(6) and the rotaflow drive (rfd) with s/n (B)(6). The technician was unable to confirm the reported "txrx error". However, the occurred "head error" during the service could be confirmed and the rfc control board kit (article number 701034051) and the rotaflow drive with s/n 910100299 were detected as defective. The rfc control board kit will be replaced and the rotaflow drive will be repaired. Based on these investigation results available at this time the reported failure "txrx" could not be confirmed. However, the occurred "head error" during the investigation could be confirmed. The following most possible root cause could be determined for the head error: the head error is caused by the hot plug. When the device is in operation and the power plug is plugged in or out the head error occurs and the rota flow drive and / or the control board is damaged. As a result, the rota flow drive and / or the control board has to be replaced. As stated in the service manual heart-lung support system rotaflow system the error message "txrx error" indicates that the flow measuring system identifies an error with the data receiver and transmission electronics on the flow measure board. The pump does not stop, and switches to rpm (revolutions per minute) mode. Rotaflow console: the review of the non-conformities has been performed on 2024-09-19 for the period of 2024-09-12 to 2017-06-10. It shows non-conformities in regard to the reported product and failure "head error". The complaint information was transferred to the internal nonconformity process. The rotaflow console with s/n 90437804 was produced in 2017-06-10. Rotaflow drive: the review of the non-conformities has been performed on 2024-09-19 for the period of 2024-09-12 to 2017-05-19. It shows non-conformities in regard to the reported product and failure "head error". The complaint information was transferred to the internal nonconformity process. The rotaflow drive with s/n (B)(6) was produced in 2017-05-19. A review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. For the affected serial numbers within the timeframe of the search no additional complaint was found for the same issue. In order to avoid reoccurrence of the reported failure, the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / 15. Chapter 4.1.3: switch off the rotaflow console on/off switch before connecting the rotaflow drive to or disconnecting it from the rotaflow console. Otherwise, the rotaflow console may be damaged. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: this event occurred on the india market on a significantly similar device to "base unit, rotaflow", which is sold in the us. For d4 unique identifier (UDI)#, primary di number has been used for base unit, rotaflow with catalog number 701043291. Provided d4 serial number and h4 device manufacturer date correspond to device involved in the event, not available in us.

Event description:
Complaint ID: (B)(4).